Manufacturer narrative:
One suturefix ultra ahr s was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal end of the fork has broken off. One of the tines of the fork has broken off as well and was not returned. The broken portion of the fork is bent in multiple directions. Removal of the trigger assembly confirmed the fork shaft is bent at the break area. The break area shows signs of plastic deformation. Dimensional assessment of all attributes of the fork that could be inspected were found to meet print specifications. As reported the axis of the inserter seemed to be deviated from the axis of the prepped hole. Per the devices IFU under precautions ¿ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a labrum repair procedure it was reported that after the insertion of the anchor, it was found that the tip of the inserter was broken. The surgeon retrieved the broken tip, but the front edge of the broken tip remained inside the body. It was reported that it was believed the inserter might have been broken because the axis of the inserter seemed to be deviated from the axis of the prepped hole. The labrum was fixed with the complained device. There was no delay in the procedure and no report of patient injury.